Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The valve remains implanted in the patient. In this case, the cause of the stenosis may be related to patient factors (pre-existing valvular disease process) in combination with the pre-existing disease process. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 years post implantation of a sapien valve, the patient presented with stenosis. Upon review of medical records, the patient presented with acute on chronic systolic/valvular heart failure and significant worsening of the lower extremity edema, weight gain, and dyspnea. Echo performed 6 years and 6 months post procedure revealed a transcatheter aortic valve present with a peak velocity of 3.7 m/s, a mean gradient of 34mmhg, a peak gradient of 56mmhg, aortic valve area (ava) 1.0cm2 with no paravalvular leak (pvl) and mild aortic regurgitation. A decision was made to place a 2nd sapien 3 valve. Post procedure an echo (tte) revealed well seated valve with no evidence of pvl with ava 1.9, peak gradient 7mmhg, mean gradient 3mmhg, and peak velocity 1.4 m/s. The patient was stable and transferred for post management care.